Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06281. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and significantly calcified left anterior descending artery. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. The balloon was initially inflated twice at 14 atmospheres for 15 seconds. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. Then a 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation and initially inflated twice at 14 atmospheres for 15 seconds. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. Subsequently another smaller balloon was utilized and the lesion was successful dilated allowing for stent placement and further treatment of the lesion site and the procedure was completed. No patient complications were reported and the patient's status was fine.